Event description:
Fixture mount was broken in corpus implant. Implant was removed but damaged. It broke by using it with the hand instrument. Procedure was completed

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier (in confidence) unknown / not provided, age at time of the event unknown / not provided, gender unknown / not provided, weight unknown / not provided, premarket identification (B)(4), device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One implant and mount were returned for investigation. Visual evaluation of the as returned products identified that the mount hex was fractured and implant drive feature damaged. Functional testing could not be performed due to the nature of the devices and events. No pre-existing conditions were noted on the per. The devices were being placed on an unknown tooth site when the events occurred. X-ray/picture images were not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, patient factors such as severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review for the lot (1251337) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1251337) for similar events (complaint category keywords: mount fracture & damaged drive feature) and no other complaint was identified. Post market trending review: august post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction did occur, and the reported events were confirmed.

Event description:
No further event information is available at the time of this report.